Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular (rv) lead exhibited noise, high impedance, and was possibly fractured. The lead was turned off and a future explant is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continued to exhibit high and undefined impedance, as well as no capture. No programming options available. The physician has yet to determine what the next steps will be.